Event description:
It was reported that the patient underwent a right sacroiliac joint fusion using rhbmp-2/acs. Reportedly, on(B)(6) 2003 the patient underwent a l5-s 1 plif spinal fusion using rhbmp-2/acs. Reportedly, on (B)(6) 2004 the patient underwent an subcutaneous lipoma, and iliac crest osteotomy. Reportedly, on (B)(6) 2005 the patient underwent a removal of titanium cage from right sacroiliac joint and repair of arthrodesis with bmp. Reportedly, on (B)(6) 2007 the patient underwent a right hip piriformis release, and an excision of bony prominences from both iliac crests. It was reported that post-operatively the patient suffered unanticipated bone growth, radiculitis, pain, and emotional distress.

Event description:
On (B)(6) 2002, patient underwent spinal fusion surgery using cage and rhbmp-2/acs. No complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.